Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: several dents, cracks and scratches throughout the device, scope connector has corrosion, universal cord is sticky, control unit has discoloration, light guide bundle is slipping down, scope connector is dirty due to water leakage, control unit is dirty due to water leakage, due to wear of angle wire, the play of up/down knob is out of specification, due to wear of angle wire, bending angle in up direction does not meet specifications, switch box has a scratch, and due to a scratch on objective lens, the image has a dark area partially. The customer provided additional information. The product was cleaned, disinfected, and sterilized before being sent to olympus. The customer reported to have no idea about when the foreign material adhered to the endoscope. There was a possibility that the endoscope was used for the procedure with the foreign material attached. There was no delay in the start of precleaning, and they did flush the air/water nozzle with water and air (but are unsure if they flushed it with a detergent solution). They immersed the endoscope in the detergent solution. They wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air bubbles generated from the hand control panel. Discovered before cleaning, when checking for bubble leakage. During inspection and evaluation, foreign matter is in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.